Event description:
Event description guidant received information that while in the ER, the patient with this implantable cardioverter defibrillator (ICD) exhibited a fast heart rate and passed out. The patient was externally rescued. All device diagnostics were within normal limits, and no fault codes were noted.